Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing the device failed the 30 psi occlusion test at 41 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed. The cause was determined to be a calibration issue. The device was recalibrated which resolved the issue. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing the device failed the 30 psi occlusion test at 41 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.